Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they had experienced high blood glucose level and button error. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer stated that the button had no response and the alarm could not be cleared. The insulin pump will not be returned for analysis.